Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was not able to be duplicated however, cut on the cable cord was observed. There were no other abnormalities found during inspection. The original equipment manufacturer (OEM) performed a service history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for the reported phenomenon. The root cause has been determined to be use error. As the device passed all functional checks during the evaluation and the customer phenomenon could not be duplicated, it is unlikely the unit left the facility damaged. Therefore, the damages incurred may have been a result of usage. Olympus will continue to monitor the field performance of this device.

Event description:
A report of handpiece not functioning as intended, not identifying on console during preparation for use was reported. There was no patient involvement, no user injury reported due to the event.